Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, ventricular oversensing was observed each time the impedance was tested with the new device while connected to the chronic lead. The device remains in use. No patient complications have been reported as a result of this event.